Manufacturer narrative:
Device evaluation results: one bivona tracheostomy tube was returned for investigation in used condition. Air was applied to the device and a leak was detected on the cuff. Using magnification, holes were found in the cuff and the area appeared to be abraded/damaged. The cuff had an abrasion mark which was most likely caused by the patient's anatomy. A definitive root cause was not established. The investigation did conclude however that the defect was not the result of a manufacturing defect.

Event description:
Information was received indicating that the bivona tubes adult tts was found broken during use. There were no adverse events reported.